Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. A visual and functional inspection was performed by technician from the newport medical center.